Event description:
Tech found the bed with a note stating, 'broken.'

Manufacturer narrative:
Tech found the hi/lo head section would not go up. The hi/lo head valve is stuck from contamination in hydraulic fluid. Tech replaced hi/lo head valve to resolve. No injury reported.